Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to unspecific medical reasons. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.